Manufacturer narrative:
Concomitant medical product: 5076-45 lead implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one month after a device upgrade the patient¿s implantable cardioverter defibrillator (ICD) system was explanted due to a pocket infection. The patient developed a pocket hematoma and dehiscence. The patient then developed bacteremia, sepsis, and endocarditis. The organism was identified as pseudomonas, and the patient received antibiotic therapy. Purulent drainage was noted upon the pocket being opened. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.